Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2012. Concomitant product: 1258t competitor implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported by remote transmission intermittent under sensing was noted on the atrial lead. The lead is still in use. No patient complications were reported as a result of this event.